Event description:
Doctor was performing a lap appendectomy on patient. The endoscopic stapler was being used. The blue cartridge that comes already inserted into the stapler was successfully used. Doctor loaded a white reload. She inserted the stapler into the trocar, attached it to the tissue, and fired the stapler. Upon removing the stapler from the tissue the white reload ejected from the stapler into the abdomen. The stapler also misfired, ejecting open staples into the abdomen and along the bowel. The patient has a vp shunt. The white reload was successfully removed from the abdomen and sequestered, along with the blue reload and the stapler itself. Packaging from the stapler and white reload were also saved. The surgeon removed visible misfired stapled from the abdomen. Manager was notified.